Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occured. The 80 percent stenosed target was located in the middle left anterior descending artery. A 3.50 x 20 synergy ous stent balloon expandable was advanced to treat the lesion. However, during stent deployment, the stent strut was caught. The procedure was completed with a different device. No patient complications not injuries were reported.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The distal end of the stent was damaged with stent struts being deformed and bunched in a proximal direction. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occured. The 80% stenosed target was located in the middle left anterior descending artery. A 3.50 x 20 synergy ous stent balloon expandable was advanced to treat the lesion. However, during stent deployment, the stent strut was caught. The procedure was completed with a different device. No patient complications not injuries were reported.